Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesive part of the objective lens peeling off was likely caused by physical stress due to dropping or hitting the device on a hard surface, or deterioration due to chemical stress, such as from the cleaning, disinfecting, and sterilization processes. However, a definitive root cause could not be identified. During inspection and testing, service confirmed there was a leak due to damage at the distal end of the device caused by external factors, confirming the customer's initial report. In addition, service found the bending section cover was chipped. Several of the device components demonstrated scratches due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported there was a pinhole at the tip [distal end] of the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during the device evaluation (adhesive peeled off).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022.